Event description:
On 02/17/1999, the intl distributor informed the MFR's intl rep of the following: blood leak from the venous arm of the device. Dripping. No serious blood loss. No possibility of entry into the pt. Cannula changed. Additionally, it was stated that the device in question was "probably" a dlc-800ec, lot# 98092; however, the device packaging had been destroyed. No further details were provided.